Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag will not be able to investigate the product since the product was not retained by the customer. No similar complaints showing a similar malfunction have been received. The MFR will therefore not be able to confirm the failure. Based on the info received, the failure will be handled through a designated maquet cardiopulmonary tracking and trending process. (B)(4).